Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy with cytoreduction and hypothermic intraperitoneal chemo administration, omentectomy, peritonectomy, cholecystectomy, splenectomy, segmental colectomy, small bowel resection, bilateral ureteral stents, while at lower anterior anastomosis, the staple line was incomplete and appeared to be unbent into b shape. The staple line had straight legs. A lower anastomosis was no longer an option due to tissue loss and damage and the surgeon had to do a permanent colostomy. The surgery time was extended for more than one hour and hospitalization will be extended. The patient will spend more time in post-op floor.

Event description:
According to the reporter, during an exploratory laparotomy with cytoreduction and hypothermic intraperitoneal chemo administration, omentectomy, peritonectomy, cholecystectomy, splenectomy, segmental colectomy, small bowel resection, bilateral ureteral stents, while at lower anterior anastomosis, the staple line was incomplete and appeared to be unbent into b shape. The staple line had straight legs. A lower anastomosis was no longer an option due to tissue loss and damage and the surgeon had to do a permanent colostomy. The surgery time was extended for more than one hour and hospitalization will be extended. The patient will spend more time in post-op floor. The patient status was stable as expected.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos were available for evaluation. Visual inspection of the first photo showed the instrument anvil tilted with a donut, and a cut in the cut ring. The second photo showed a different angle of the anvil tilted, with unformed staples in the cut line of the cut ring. The third photo showed the anvil not tilted, with a donut, and staples in the cut ring. The fourth photo showed the staple guide indicating the instrument was fully applied. The fifth photo showed a close up of the tilted anvil with staples in the cutting line. It was reported that the staples did not form as expected and staples were missing from the staple line after firing. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened, one sealed samples and five photos were available for evaluation. Visual inspection noted the cut ring was partially severed or intact. Microscopic inspection of the knife noted staple divots. It was reported that the staples did not form as expected and the staples were missing from the staple line after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by an incomplete hand compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. This may result in leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.